Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he had replaced the battery cap awhile back and the low battery alert still continued. The customer stated that the pump had turned off in the middle of the night. The customer stated that this is the second call regarding low battery. The customer stated that the replacement battery cap did not resolve the issue. The customer was advised to insert new aaa alkaline batteries. The customer will be sent a replacement pump.